Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Eight year nine month post operative replacement of metha adapter (cocr) due to a periprosthetic acetabulum fracture. The original surgery in 2008 reportedly went well. It was reported that the metha stem is well integrated at the time of the revision. Components in use listed as concomitant devices are: nc088k / metha neck 12/14 135/0; nc082t / metha short hip stem cap size 2; (non-aesculap device) depuy biolox forte ø28mm+5mm lot 2491330; (non-aesculap device) depuy inlay enduron liner, 50/28mm lot 1981453; (non-aesculap device) depuy duraloc, 50mm lot 1979427.

Manufacturer narrative:
Investigation: a visual inspection of the aesculap component took place. Despite normal wear marks, no abnormalities could be observed. Batch history review: the device history records have been checked and found to be according to specificaiton, valid at the time of production. There is no indication for a material defect of manufacturing failure. No further complaints registered against the above mentioned lot number. Conclusion and root cause: the failure is not product related. Rationale: after reviewing the provided information, there is no causality between the mentioned breakage of the acetabulum and the aesculap components, due to the fact that the acetabulum components are from the manufacturer depuy. A combination of components provided by different manufacturers is not allowed according to our IFU. No CAPA is necessary.